Event description:
It was reported that the haptic of the intraocular lens (iol) was identified to have a scratch after full implantation in the eye. The operation was completed and the iol was left implanted in the eye as the scratch did not affect the optic. There was no reported patient injury or health damage. No additional information was provided.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Telephone number: (B)(6). The device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.